Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2: reference MFR report: 1627487-2016-02461. It was reported the patient stopped receiving stimulation in (B)(6) 2016. During surgical intervention to replace the ipg on (B)(6) 2016, multiple high and low impedances were observed with the patient's leads. The patient underwent surgical intervention on (B)(6) 2016, where both of his leads were replaced with new ones.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2016-02461. Follow up information identified the patient is now receiving effective stimulation.